Event description:
A customer complained of a non-reproducible, higher than expected vitros k+ result obtained from a single patient sample processed on a vitros 5600 integrated system. Observed vitros k+ result: 7.0 mmol/l vs. Expected 3.1 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The higher than expected vitros k+ result was reported out of the laboratory; however, a corrected report was issued. No allegation of patient harm was made as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros k+ result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause for the event. The possibility that inappropriate pre-analytical sample preparation contributed to the event could not be ruled out as the customer was not conforming to the sample collection device manufacturer¿s guidelines for sample centrifugation. The investigation was able to rule out a vitros k+ microslide reagent issue or vitros instrument issue as possible contributing factors.